Manufacturer narrative:
The manufacturing location for this product is baxter. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the interlink ext 2y sites (54 cm) the tube was broken during use and the leakage occurred from the broken tube. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: leakage occurred from the injection site. The tube was broken during use and the leakage occurred from the broken tube.

Event description:
It was reported that during use of the interlink ext 2y sites (54cm) the tube was broken during use and the leakage occurred from the broken tube. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: leakage occurred from the injection site. The tube was broken during use and the leakage occurred from the broken tube.

Manufacturer narrative:
H.6. Investigation: the tube was cut from the y site, and irregularities were found on the cut surface. The slide clamp did not show any burrs that could cause tube cracking, and no abnormalities were found elsewhere. The connection between the injection site and the tube is pulled out and subjected to a 22.2n tensile test, and a 100% leak inspection is performed in the final product assembly process. In this case, no abnormality was found in the slide clamp and other parts, and the cause could not be identified. H3 other text : see h.10.